Event description:
It was reported that after a caregiver changed infusion supplies, the patient experienced hyperglycemia with blood glucose over 400 mg/dl for about 8 hours, while the app indicated no insulin delivery despite no occlusion alerts; the algorithm showed insulin on board, and after guided site replacement and cannula fill in a new location, insulin delivery resumed. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute complications. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy use, and no ketone testing. Investigation included review of app data, alert history, algorithm status, and guided troubleshooting and education to replace the infusion site and resume delivery. Investigation of this case revealed that insulin delivery interruption was present without device occlusion alerts, and resolution occurred after infusion set replacement, indicating a likely site or set-related interruption rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.